Event description:
Subsequent to the initially filed report, the following information was received: per the physician, the adverse events are not related to the device or the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the investigation determined the patient effects appear to be related to a pre-existing condition. There is no indication of a product issue with respect to manufacture, design or labeling. B1, b2, h1: an adverse event related to the mitraclip device did not occur. H6: medical device problem code: 2993 - removed. H6: health effect - clinical code: 4446, 2020 - removed. H6: health effect - impact code: 4607, 4641, 4644, 4650 - removed.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report congestive heart failure. Patient ID: (B)(6). It was reported the mtiraclip procedure was performed on (B)(6) 2021. One clip was implanted, reducing grade 4+ mitral regurgitation (mr), reducing mr to 1+. On (B)(6) 2021, the patient was hospitalized for congestive heart failure. Hemoglobin was found to be at 8 grams per deciliter (g/dl). A blood transfusion was performed/ 240ml of packed red blood cells were given. Pulmonary edema, small bilateral pleural effusions and small bibasilar atelectasis were noted, medication was administered/adjusted (lasix and sublingual/IV nitroglycerin) were given on (B)(6) 2021 resolving the pulmonary edema. The patient was discharged the next day. No additional information was provided.